Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The customer returned a skin graft mesher device, serial number: (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number: (B)(6), a 2:1 ratio cutter, serial number: (B)(6), for evaluation. Product review of the skin graft mesher on august 9, 2019 revealed that the calibration was within specifications and the device produced a passing sample mesh. The roller gear had some wear. The 1.5:1 ratio cutter, serial number: (B)(6) was not tested due to damage, which would in turn damage our test equipment. The 2:1 ratio cutter, serial number: (B)(6) produced an incomplete mesh. Both cutters were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 9, 2019 which included replacement of the roller gear. Skin graft mesher, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the mesher producing an incomplete mesh was due to the use of a previously deemed non-repairable cutters. The zimmer skin graft mesher instruction manual does note on page 1 that ''a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher''.

Event description:
No additional information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh. The event occurred during meshing of previously recovered cadaveric donor skin. No patient involvement. No adverse events were reported as a result of this malfunction.